Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to an insulation damage. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes upon receipt, the lead under complaint was found cut 9 cm distal to the is-1 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation and conductor coil were found squeezed and damaged 18 cm distal to the is-1 connector pin. These damages probably resulted from a tight suture sleeve. Additional cuts into the insulation and a bent fixation helix were found, which most likely occurred during the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.